Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient¿s ilet charger was not charging the device, and the caller requested a replacement; blood glucose was reportedly unaffected, and no alerts or alarms occurred. Symptoms included no clinical effects. Outcomes included no impact on health status or daily activities. Investigation included device history review and technical support troubleshooting and education. Investigation of this case revealed no malfunction of the ilet pump or algorithm and suggested a potential charger or power supply issue. It was concluded that the event was nonserious, with no injury, and related to a charging accessory issue rather than a device performance failure.